Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) reported that the customer experienced intermittent detection of row trays. The diagnostics were used to remove all pockets, and no damage was found on the row tray. All row tray and drawer controller board connections were reseated after inspecting the components. Upon reboot, all controller board lights were functioning correctly. The device was reassembled and rebooted into the diagnostics application, confirming detection of all cubie pockets. All cubie lids and pockets were popped, with no debris found underneath. A final reboot into the es application allowed the customer to successfully inventory the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid, imdrf annex g grid & imdrf annex c grid. Correction: section d unique identifier (UDI). Part analysis: the reported condition aux drawer 3.2 failed and not detected on bus was confirmed by fse. However, no replacement of hardware was reported, and the returned component was received. Upon evaluation, the device was found to have all cubie pockets correctly detected in the diagnostics application. According to work order (B)(4): bd fse reported that aux half height drawer 3.2 was not detected on bus. Additionally, customer reported different row trays not detected on drawer at various points in time. After troubleshooting, fse found no damage to the row trays, or drawers pcbas. Fse rebooted the device and found that all cubie pockets were detected in diagnostics application. The device was then inventoried by customer. The device then operated as intended and exhibited no further issues. During dchu visual inspection: p/n 138886 01: date code 24aug2023: an external visual inspection was conducted on the returned drawer. No obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. During dchu testing: p/n 138886 01: date code 24aug2023: the returned drawer assembly was placed upside down and subjected to repeated opening and closing for evaluation. There were no issues observed with the top drawer, the drawer opened and closed with no malfunctions observed. However, the bottom drawer was found to have its slide bearing cage missing. Additionally, the drawer fell on the left side when opened. The returned drawer was then connected into a dchu laboratory medstation for hta functional testing. No malfunctions or anomalies were identified within hta functional testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation and fully inspection of the returned drawer, it was determined that the root cause of the complaint component was generated by a missing slide bearing cage. However, the root cause of the reported issue of aux drawer 3.2 failed and not detected on bus was not determined.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. As per part investigation, it was determined that missing slide bearing cage. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.